Event description:
During a standard inspection of a customer returned asset, the adhesive on the objective lens of the endoeye flex 3d deflectable videoscope was cracked and missing due to deterioration. The customer initially did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus. Additional information was received from the customer. The event occurred after the procedure, during manual cleaning and preparation for sterilization, the scope was in contact with some sharp instrument. The procedure was completed successfully before the damaged occurred.

Manufacturer narrative:
During the inspection, additional issues were found. There was a deep cut of the universal cord sheath that had also caused a noticeable air leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress on the tip from outside the scope, chemical stress, or consequences of incorrect sterilization processes. The event can be detected/prevented by following the instructions for use which state the following: 1) "please read before use: precautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." 2) "the methods listed as ¿compatible¿ are compatible for routine use only when used according to the manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions." Olympus will continue to monitor field performance for this device.